Event description:
New information received notes that additional surgical intervention was performed on (B)(6) 2023 to explant the right atrial lead causing the reported event of noise. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were oversensing noise and mode switch. The reported event of oversensing noise could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, atrial lead noise causing mode switches was observed. The noise was reproducible with isometric exercises while sitting upright in bed. During procedure, the physician was unable to revise the lead due to patient anatomy. A new device was implanted and the noise was eliminated. The physician did not allege the noise was caused by the device. The patient was stable post procedure.